Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that balloon rupture occurred. The complete total occluded target lesion was located in the severely calcified anterior tibial artery. After the guidewire was crossed into the lesion, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was replaced with a 3.0mmx30mmx143cm nc quantum apex; however, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 99% stenosed, mildly tortuous and severely calcified. The device was removed normally.

Event description:
It was reported that balloon rupture occurred. The complete total occluded target lesion was located in the severely calcified anterior tibial artery. After the guidewire was crossed into the lesion, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was replaced with a 3.0mmx30mmx143cm nc quantum apex; however, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.